Manufacturer narrative:
The customer¿s report of a leak from a crack in the female luer was confirmed. Microscopic examination revealed crazing around a thin crack which nearly spanned the entire length of the luer body. The crack had also penetrated the rim of the luer. Functional testing was performed; leaking from the female luer was observed during a syringe flush. The cause of the leak is a crack in the female luer. The root cause of the crack is unknown.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that the patient had been on an insulin drip for over 24 hours which was being titrated according to protocol. From 11am through 5 pm the dose was increased from 8 units up to 20 units. At 9pm the dose was increased to 26 units, which was above protocol. At that time the user noticed a crack in the tubing and the IV set was changed. At 11pm the dose was reduced to 19.3 units; the dose continued to be titrated down and by 5am it was 3 units/hr. The patient¿s glucose was in the 220¿s midday on (B)(6) 2015, and rose steadily throughout the day. It subsequently trended down and was in the mid 100¿s in the early morning of (B)(6).

Manufacturer narrative:
Additional information provided from customer's medsun report.

Event description:
Received a copy of the customer's medsun report from FDA which states "a crack in luer-lock of the tubing caused leakage of insulin drip infusion."